Manufacturer narrative:
The following elements have blank data.

Event description:
Nurse was priming IV tubing and the end of the tubing fell off, onto the floor. The incident had not reached the patient and there was no injury to patient or nurse. I notified hospira this morning and I have the defective tubing for evaluation. They are sending a container for me to mail it to them. Manufacturer response for hospira primary set, (brand not provided) (per site reporter). They took info and they are sending me a shipping container for me to send defective tubing to them for evaluation